Event description:
Patient came in for an inr check and the point of care inratio machine determined the inr to be 2.2. However, when the patient was sent to the emergency room later that day, the inr was 1.4 through venopuncture. The manufacturer was contacted and a new machine was sent. There is a malfunction in this reporting system requiring me to check all boxes. This patient did not die, it did not cause a birth defect. The only thing that should be clicked is other serious. Inr monitoring.